Event description:
Boston scientific received info that, during a routine f/u, it was observed this right ventricular (rv) lead displayed a loss of capture (loc) and the r wave could not be measured. The impedance measurements were normal and within range. An x-ray was performed, and revealed this rv lead perforated the heart wall. A lead repositioning procedure will be performed in the near future. There were no add'l adverse pt effects reported. This rv lead remains in service. At this time there is no add'l info. Should add'l info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.